Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), pelvic adhesions ("pelvic adhesions") and abdominal adhesions ("abdominal adhesions") in an adult female patient who had essure (batch no. 787009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done.". The patient's concurrent conditions included obesity, tooth pain, facial swelling, cellulitis of face, nausea, vomiting, diarrhea, acute gastroenteritis, abdominal cramps, endometriosis and dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax), metoprolol and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), weight increased ("weight gain"), adhesion ("adhesions"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), migraine ("migraines"), supraventricular tachycardia ("svt"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pelvic adhesions (seriousness criterion medically significant) and abdominal adhesions (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes) removal of essure devices bilaterally), surgery (laparoscopic lysis of adhesions.) And surgery (laparoscopic lysis of adhesions). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, headache, weight increased, adhesion, nausea, anxiety, depression, vaginal haemorrhage, menorrhagia, vaginal infection, supraventricular tachycardia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, pelvic adhesions and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, adhesion, allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, supraventricular tachycardia, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: left ostia trailing coils 2 & right ostia trailing coils 3 diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 30.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and vaginal bleding. Most recent follow-up information incorporated above includes:on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), vaginal infection, migraines, headaches, svt, nickel allergy, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, pelvic adhesions, abdominal adhesions and essure confirmation test not done.incident:at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), pelvic adhesions ("pelvic adhesions") and abdominal adhesions ("abdominal adhesions") in an adult female patient who had essure (batch no. 787009) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done.". The patient's concurrent conditions included obesity, tooth pain, facial swelling, cellulitis of face, nausea, vomiting, diarrhea, acute gastroenteritis, abdominal cramps, endometriosis and dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax), metoprolol and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), weight increased ("weight gain"), adhesion ("adhesions"), nausea ("nausea"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infection"), migraine ("migraines"), supraventricular tachycardia ("svt"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), pelvic adhesions (seriousness criterion medically significant) and abdominal adhesions (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes) removal of essure devices bilaterally), surgery (laparoscopic lysis of adhesions.) And surgery (laparoscopic lysis of adhesions). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, headache, weight increased, adhesion, nausea, anxiety, depression, vaginal haemorrhage, menorrhagia, vaginal infection, supraventricular tachycardia, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, pelvic adhesions and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, adhesion, allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, supraventricular tachycardia, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: left ostia trailing coils 2 & right ostia trailing coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), headache ("headaches"), weight increased ("weight gain"), adhesion ("adhesions"), nausea ("nausea"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, headache, weight increased, adhesion, nausea, anxiety and depression outcome was unknown. The reporter considered abdominal distension, adhesion, anxiety, depression, genital haemorrhage, headache, nausea, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.